Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's keypad was sticking, especially the escape button. The customer also reported that the device alarmed during the night. Blood glucose level at the time of the incident was 68 mg/dl. The customer stated that she was already receiving a new insulin pump and did not the current device replaced. The insulin pump was not replaced or returned for analysis.